Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant procedure, a body surface area (bsa) chart, barrel and replica end of the valve sizers were used to size the valve. The physician felt the patient's annulus was between two different valve sizes (21mm and 19mm). It was reported that the replica end of the sizer was used to select the 21mm aortic bioprosthetic valve and a root enlargement was performed. Upon implant of the 21mm aortic bioprosthetic valve, it was explanted and replaced with a 19mm valve of the same model due to "tight fit". It was reported that the patient had very calcified and small root, and the 21mm aortic bioprosthetic valve did not malfunction. It was stated that the physician has 4-5 years experience using this valve and sizers. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that all leaflets were flexible and intact; no tears or damages were observed. All commissures and posts were intact. A slight bend was noted on post 2. All leaflets were in the closed position with a small gap at the point of coaptation. The sewing cuff was received in an upright position. Tears were noted on the fabric of the cloth covered stent and along the sewing cuff. A sizing verification was performed per avalus aortic valve size verification protocol. A validated production inspection fixture, avalus inspection plate, 21 mm, was used to confirm the valve size through the assessment of the cloth-covered posts per the inspection criteria outlined within avalus aortic valve size verification protocol. The analysis confirms the valve to be an avalus 21 mm valve. During visual inspection, a small white particulate was observed on the inflow of leaflet 1 (l1). The particulate was submitted for ft-ir (fourier transform infrared) analysis for material identification and was found to be poly(propylene). D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.